Event description:
It was reported that during a lap fundoplication procedure, the handpiece had an error on display. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the handpiece was tested on a generator and found to be functional. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Due to this condition, it may have lead for an error code 3 to occur.